Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a motor (motor issue) issue. It was reported that the pump slowed down during the rewind and load steps so much that the screen would time out and return the user to the home screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: no evidence of the complaint was found in the pump black box data. During testing, the display timeout was set to 45 seconds. The rewind and load steps were completed successfully without the display timing out. The complaint was not duplicated. No defect was found.